Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the medical power supply got damaged during the procedure.

Manufacturer narrative:
Visual inspection: no visible damage to the connector pins, wires and power brick. Functional inspection : the pkg, medical power supply was tested with a known working vision pro monitor and power chord. There was no power coming out of the pkg, medical power supply. Probable root cause/s could be a bad power supply due to a bad component inside the power brick. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the medical power supply got damaged during the procedure.

Manufacturer narrative:
Visual inspection: no visible damage to the connector pins, wires and power brick. Functional inspection : the pkg, medical power supply was tested with a known working vision pro monitor and power chord. There was no power coming out of the pkg, medical power supply. Probable root cause/s could be a bad power supply due to a bad component inside the power brick. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the medical power supply got damaged during the procedure.